Event description:
The following description of the event was copied from the user facility medwatch report. "Event description: ventilator malfunction, probally over several hours, continued to show patients tidal volume, did not alarm, patients peak pressure went to 58, breathing labored. Stat abg showed co2 increase to 73, ph 7.22, and po2 100. Standard intervention for high peak pressure was carried out. Switched out ventilator, pt immediately improved peak pressures and distress. Device usage problem: that is, the device did not do what it was supposed to do". "Other on 1/16/07: performed leak check through uvt (user verification test) mode. Large leak was evident aroung exhalation flow transducer. With peep set to 10 cmh2o, sensitivity set to 1 lpm there was enough flow betwen breath rates to cause auto cycling. Did not alarm because peak pressure did not exceed pressure limit of 65".

Manufacturer narrative:
The following additional info concerning the event and the evaluation of the device was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Spoke with rep, he stated that said ventilator was repaired by one of his biomedical tech's and put back into service. According to rep, his biomed guy found a leak around exhalation side of vent which was caused by a loose exhalation valve. An attempt was made to get more info about pt that was on the ventilator in question, when malfunction occurred. Info in question was patients set parameters, patients condition, and patients presentation at the time of incident. When asking for said info, all necessary precautions were taken not to violate pt confidentiality, and hippa regulations. Said info was not given due to the fact that person of contact was biomed and he was not sure of said info pertaning to pt. My name and number was left with rep to have respiratory therapist who knows about said event to give me a call". The user facility biomed evaluated the device and determined that the root cause of the high peak pressure alarm not sounding was that the alarm setting was set at 65 cmh2o and the patient's peak inspiratory pressure never went above 58 cmh2o. During the evaluation of the device the biomed found that the device failed the leak test portion of the user verification tests. This was due to a loose exhalation valve body flow transducer. The user facility biomed repaired the unit and returned it to service.